Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he received a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 250 mg/dl at the time. Customer left the pump in the car and went biking. Customer stated that the car was parked in the shade and about an hour later when he tried to refill the reservoir, he received the alarm. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.